Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). The excessive no delivery test was unable to be performed due to a prime anomaly. The pump was received with minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Reference manufacturer report number: 2032227-2015-39050.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she was receiving no delivery alarms for months. Customer stated that the alarm happens in the middle of the night. Customer has woken up with a blood glucose of 400 mg/dl. Customer's blood glucose was 394 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did not exit and the pump alarmed no delivery. Customer received the no delivery alarm while she was giving herself a bolus. Customer stated that she noticed that she was receiving the no delivery alarm when her reservoir was at 1.2 ml. Customer mentioned that the tubing was not bent or kinked. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.